Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels ranged from 21 mmol/l to 30 mmol/ and had bent cannula and small air bubbles on the infusion set. The customer reported that the current blood glucose level was 21 mmol/l. The customer stated that insulin pump was recommending three to five times bolus wizard. The customer reported that they have back up plan available. It was reported that the customer treated high blood glucose levels with manual injections and bolus with insulin pump. Troubleshooting was performed. The customer declined to perform high pressure test on the insulin pump. The customer reported that the insulin was exited at the quick release. The customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The infusion set was returned for analysis. Insulin pump will not be returned for analysis.